Event description:
Information received indicates the bed hi/low function is stuck in the high position. A pt was on the bed but was not injured.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.